Manufacturer narrative:
Additional information was added to h10. H10: these sets are used for testing purposes only and not marketed products. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added: the actual samples were not available; however, a photograph of the two (2) devices was provided for evaluation. Visual inspection revealed that the tubing had separated from the one piece standard male luer of both devices. Additional inspection to the tubing revealed the that there was no solvent plow ridge present. The reported condition was verified. The cause of the condition was due to insufficient solvent bonding. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer of two (2) unspecified IV (intravenous) tubing sets separated from the tubing. This issue was identified during testing and prior to patient use. There was no patient involvement. No additional information is available.